Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the sheath and dilator not locking could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to insertion, the techs are finding the 6fr and 8fr saf sheath and dilator does not lock securely into the hub/valve. There were no delays in treatment and no patient deaths or complications reported.